Event description:
It was reported that the customer had a lost sensor alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that they received a new transmitter and the wrong transmitter ID is programmed in the insulin pump. The customer was advised that we are shipping 3 replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.